Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., b.6., d.7., h.6.

Event description:
Healthcare professional additionally reported "breast pain." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported "my baby did not survive," and "not related to a congenital anomaly," this event is not related to the device. Health professional reported left side rupture. Device remains implanted.